Manufacturer narrative:
We have now completed our investigation into the reported complaint. Our experts have provided a report of the analysis undertaken on our test equipment, this confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. Potential causes for the issue experienced may be: filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that the pico 7 could not get a seal despite having no visible leaks. Flashing green light and leak indicator both illuminated. The staff attempted to trouble shoot dressing with no success. A new pico 7 device obtained and attached to dressing. New device retained seal with no issues. Assumed that there is a fault with the previous device. The sample of malfunctioned device obtained to be sent to complaints team.